Event description:
Patient's mom called in stating the pump was displaying malfunction 18 error message and she was unable to get the pump to work. The pump was exchanged out and the malfunctioning pump was sent in to integrated medical services for repair.